Event description:
It was reported that the implantable neurostimulator (ins) may have flipped. The patient stated she woke up 3 weeks ago, and the ins was vertical and she flipped it back. It was also reported that the patient was having increased difficulty with telemetry after the flip. Therapy measure was showing out of range impedance values, but the patient was receiving benefit. The patient stated she was still not feeling 100%. It was also reported that the patient experienced "pulling" of the extensions at the tip of the ins.

Manufacturer narrative:
(B)(4).